Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 312 mg/dl. The customer's mother stated that the display had worked upon replacement of the old battery cap; however, she stated that the insulin pump complete shut down and came back on its own. The insulin pump then alarmed battery out limit twice, and the customer was prompted to reprogram the time and date settings. The caller stated that the device had shut down before the customer tested the blood glucose reading for his lunch. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display or unexpected shut down was noted. The insulin pump had a constant failed battery test alarm after battery insertion due to a corroded battery tube. The displacement test and operating currents test could not be performed due to the constant failed battery alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner. No damage was noted to the isolation tape.